Event description:
The customer reported that during a t and a procedure, a flame occurred at the tip of the pencil. The generator was set at 25 coag and 20 cut, and 2 liters of oxygen were flowing. No patient injury was reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.